Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event b30 (scope communication error) and no image occurred due to a component failure. However, for the event white residue on the air-water channel and auxiliary channel, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had no image, displayed b30 (scope communication error), white residue on air water channel and auxiliary water channel. There was no patient involvement.